Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation complete. This is an initial final report. Current repair. Product evaluation. Product review of the skin graft mesher sn (B)(4) by dover on (B)(6) 2020 revealed that there was a bent comb. The cutter 1:5 failed due to incomplete cut. The pre-repair test cut and calibration could not be performed due to the damaged comb. The device is over 10 years old. The side plates had dents. Product repair. Repair of the device was performed by dover on (B)(4) 2020 which included replacement of the following: side plates, shoulder bolts, washers, comb the device, serial number (B)(4), was then tested and functioned properly. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was originally reported that the unit was sent in for preventative maintenance and was found in need of repair. At evaluation investigation the device was found to have a bent comb, a reportable malfunction. No adverse events were reported as a result of this malfunction.